Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that they had an inherited patient with a broken screw stuck inside of the implant.